Event description:
It was reported that the physician was unable to interrogate the patient's generator. The physician noted that she received the message "unable to open port" when trying to interrogate the patient. The suspect usb to db9 serial adapter cord has not been received for analysis to date.

Event description:
It was reported that the manufacturer's sales representative sent the suspect device back to the manufacturer for analysis. However, the device has not been processed as received. Therefore, no analysis can be completed on this device at this time.

Manufacturer narrative:
(B)(4).